Event description:
Near-infrared spectroscopy (nirs) probe on left mid-lower back resulted in a stage 3 pressure ulcer/injury.

Event description:
Near-infrared spectroscopy (nirs) probe on left mid-lower back resulted in a stage 3 pressure ulcer/injury.